Event description:
After setting the brake, the brake will gradually begin to release.

Manufacturer narrative:
The hill-rom field investigation indicated the brake pedal would migrate out of the brake position. The hill-rom field technician adjusted the casters to repair the bed. Mod 373 is a field corrective action which replaces the brake detent mechanism, and adjusts all four casters of the affinity 4 birthing bed. The failure occurred following the correction of this unit.